Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID a3dr01 implantable pulse generator (ipg) (B)(6)2012; product ID 5086mri52 implantable pacing lead, implanted: (B)(6) 2012.

Event description:
It was reported the patient experienced pneumothorax. The patient was admitted and a computed tomography scan revealed an atrial perforation. The lead also had high thresholds and impedance. A cardiac tamponade was also confirmed. The atrial lead was explanted by thoracotomy. No patient complications have been reported as a result of this event.